Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The patient was brought to the clinic. The patient was having syncopal events. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was recovering.